Event description:
The customer's wife stated that the customer was hospitalized twice within the past week for high blood glucose levels. The blood glucose reading was over 600 mg/dl on the first hospitalization and approx 300 mg/dl on the second hospitalization. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The wife also mentioned that the backlight no longer works on the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.